Event description:
It was reported that this pacemaker had been configured to had its ventricular tachycardia (vt) alerts turned off but alerts were still received. Technical services (ts) was consulted and discussed how alerts are generated and how the order the reprogramming was performed resulted in the alerts been produced. Additionally, it was noted there were noisy signals and low amplitude for the patients right ventricular (rv) lead, with oversensing noted for the rv lead. This device remains in service. No adverse patient effects were reported.